Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose readings, pump errors and failed battery test. The customer's blood glucose reading was 262 mg/dl. The customer stated that the battery went dead on her and there was no active insulin. The customer received motor arm cannot communicate with main arm and critical block and inverse block did not add to zero. The insulin pump will not be returned for analysis.